Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced overstimulation at the ipg site while she was reaching into a cooler and since then the stimulation turns off randomly and the stimulation changes intensity. In addition, the patient reports she could no longer turn on the ipg and the ipg was unable to communicate with the external devices. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.